Event description:
From staff: rn into to turn patient with another rn. Primary rn checked lines to make sure there was enough slack before turning which there was. When turning the patient, primary rn noticed blood on the bed and found the IV connection tubing to be dislodged from the hub without any tension on the tubing. Epinephrine was running through the tubing at the time, rn quickly switched epinephrine to PICC line. Rn noticed pressure drop to 99 systolic for a short period of time then bp returned to previous systolic number of 120-130 within an expected timeframe.